Event description:
It was reported that an asymptomatic non-dependent patient presented in hospital for treatment unrelated to the lead. Intermittent loss of ventricular capture was observed on monitoring telemetry. Lead was capped and replaced.

Manufacturer narrative:
(B)(4).